Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is reporting loss of battery quickly and having to charge more frequently. No injuries reported. They checked the wireless recharger is working and it is charging fully and no issues. They were advised to have their implant checked with the healthcare provider. Unknown if the issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is reporting loss of battery quickly and having to charge more frequently. No injuries reported. They checked the wireless recharger is working and it is charging fully and no issues. They were advised to have their implant checked with the healthcare provider. Unknown if the issue is resolved. On 2024-jun-26, additional information was received. The healthcare professional (hcp) reported that patient had an MRI with high impedance values in the 4000-5000 ohms range. Since the MRI the patient has required more time to charge the implantable neurostimulator (ins) and the ins depleted faster. The hcp stated that if the charge level was too low the patient's dystonia worsens. The hcp reported that prior to the MRI the issue was with electrode 0. Following the MRI electrode 0 and 1 have high impedance values. They are using electrode 2 and 3 for therapy. The patient claimed that they were charging the ins in 1 hour and now it took 1 hour to charge from 25 to 50%. The report shows that median recharge coupling is 6 coupling bars. A report from before the MRI scan indicated that median coupling was 4 bars. The caller read from the recharge diary three charging session durations, 1.6 hrs, 1.69 hours, and 25 minutes. The caller indicated that they worked with the recharger during the patient's appointment and it was connecting and operating normally. During call, it was reviewed information about charging. The hcp will review report information and follow-up with the patient.